Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for an unknown surgery. During the surgery, when the screwdriver to give final torque to the internal screw of the adult expedium system, it is rolled and does not allow the final torque to be carried the system. It was unknown if the surgery was completed without delay. There was no patient consequences are reported. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).